Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for deformed plunger stopper was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of deformed plunger stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode deformed plunger stopper. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that 40 bd preset¿ eclipses¿ had a deformed plunger. The following information was provided by the initial reporter: "the inner stopper of the abg syringe 364391 has melted and deformed".

Event description:
It was reported that 40 bd preset¿ eclipses¿ had a deformed plunger. The following information was provided by the initial reporter: "the inner stopper of the abg syringe 364391 has melted and deformed".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.